Event description:
While surgical tech was setting up for ent ear, nose, and throat (sinus surgery) case, she was unable to fit the cutting blade onto the handpiece in order to make it function. She tried another blade from the same lot and the same thing happened. She was able to use a third blade from a different lot without difficulty.======================manufacturer response for straightshot blade, quadcut (per site reporter).======================manufacturer rep representative agreed that item would not fit onto handle. He took all product with that same lot #. We had same item with different lot that fit and worked fine.